Manufacturer narrative:
Summary of event: as reported, upon opening a cxi support catheter for an unknown procedure, the tip of the catheter was found to be separated. A new cxi catheter was opened and used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and dimensional verification were conducted as well. The complaint device was returned to cook for investigation. The tip of the device was missing from the catheter. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The catheter component lot associated with the complaint lot records a relevant non-conformance for ¿tip taper inadequate or missing¿ quantity 1. However, all non-conforming product was scrapped prior to release. Although there was a relevant non-conformance to the reported failure mode found in the catheter component lot, all non-conforming product was scrapped prior to release or reworked prior to release and there are 100% inspections in place to capture this non-conformance. The product IFU was reviewed, and the customer followed all relevant instructions related to this failure. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, returned device, and complaint file suggests that there is evidence the device was manufactured out of specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the cause of this failure was a manufacturing deficiency. A field action request (far) was previously opened to investigate this issue. This investigation determined that there were no special causes for the affected lot discovered and the risk level was within acceptable levels. It was concluded that no field action was necessary. Investigation into the current lots did not find any increase in occurrence rates for this failure. Therefore, no further escalation activity is necessary. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, upon opening a cxi support catheter for an unknown procedure, the tip of the catheter was found to be separated. A new cxi catheter was opened and used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = phone: (B)(6). E3: occupation = engineer this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.